Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: the silver button on the I drive handle is sticking causing the adapter to rotate without pressing. No reinforcement material was used. No re-operation was required. No unanticipated tissue loss, extension of incision nor blood loss. Surgical time was not delayed. No device fragment or component falling into nor left in the patient.